Event description:
It was reported that the patient was experiencing increased pain. The patient was admitted to the hospital. The patient turned off the device and pain remained. Patient was doing okay. No medical intervention was given.